Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir air bubbles. The customer's blood glucose was 262 mg/dl at the time of incident. The size of the air bubbles were champagne size and a few bigger than that. The customer stated that the insulin pump passes the audio test. The customer stated that t there was not much insulin left in the reservoir and hence they weren't sure that the air bubbles were successfully removed. Troubleshooting was performed and the device will not return for analysis.